Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") in a 33-year-old female patient who had essure (batch no. Es305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo essure confirmation testing? No" and medical device monitoring error "novasure endometrial ablation,bilateral essure placement.". The patient's concurrent conditions included anemia since 2013, dizziness, endometrial hyperplasia, obesity and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced the first episode of abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2017; total hysterectomy and bilateral salpingectomy), surgery (blood transfusion, biopsy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, back pain, alopecia, vaginal discharge, fatigue and the last episode of abdominal pain lower had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: essure device is being retained: believed to be retained by steelgate, inc. Concerning the injuries reported in this case, the following one were reported via social media fatigue. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- lower abdominal pain. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation,bilateral essure placement." And device monitoring procedure not performed "undergo essure confirmation testing? No". The patient's concurrent conditions included anemia since 2013, dizziness, endometrial hyperplasia, obesity and uterine bleeding. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (06sep2017; total hysterectomy and bilateral salpingectomy) and surgery (blood transfusion, biopsy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, alopecia, vaginal discharge, vaginal haemorrhage, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device is being retained: believed to be retained by steelgate, inc. Concerning the injuries reported in this case, the following one were reported via social media fatigue. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, family history were added. Updated suspect drug indication. Events vaginal bleeding, fatigue, lower abdominal pain, undergo essure confirmation testing? No and novasure endometrial ablation, bilateral essure placement added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") in a 33-year-old female patient who had essure (batch no. Es305- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo essure confirmation testing? No" and medical device monitoring error "novasure endometrial ablation,bilateral essure placement.". The patient's concurrent conditions included anemia since 2013, dizziness, endometrial hyperplasia, obesity and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced the first episode of abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with metronidazole (flagyl), surgery (B)(6) 2017; total hysterectomy and bilateral salpingectomy) and surgery (blood transfusion, biopsy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, back pain, alopecia, vaginal discharge, fatigue and the last episode of abdominal pain lower had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: essure device is being retained: believed to be retained by steelgate, inc. Concerning the injuries reported in this case, the following one were reported via social media fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with hysterectomy and essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.